Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02274 pertains to the first resolution clip device, and manufacturer report # 3005099803-2017-02275 pertains to the second resolution clip device. It was reported to boston scientific corporation that the two resolution clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip failed to release from the catheter. After fully depressing the handle, the clip was eventually able to release from the catheter. The same issue occurred with the second resolution clip device, and the procedure was completed at that time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.